Manufacturer narrative:
Device evaluated by MFR? Failure analysis for fiber (B)(4): the glass cap and metal cap are still attached to the fiber; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus buildup; the glass cap is protruding from the metal cap and can rotate off center. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results the product complaint of "tip came off in patient" could not be confirmed; a fracture and a glue failure were observed. The probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while running the laser system at maximum power, diminished tissue vaporization was observed and the fiber began making a strange noise. Time expended: 13:16 minutes. The fiber was replaced and the procedure continued using a second fiber. While using the second surgical fiber, the fiber tip came off/detached inside of the patient and was retrieved. Time expended: 54 minutes. The fiber was replaced and the procedure completed using a third surgical fiber there was no patient injury reported. This report is for the second surgical fiber used.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip came off/detached inside of the patient and was retrieved. Time expended: 13:16 minutes. The fiber was replaced and the procedure completed using a second surgical fiber there was no patient injury reported.